Event description:
It was stated that the insulin pump gave a constant tone. Troubleshooting was performed, but the issue was not resolved. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty liquid crystal display driver. Unable to test for a constant tone due to the blank display.